Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR is not able to review since the lot information was unknown. Stock product reviewed: the stock product is not able to review since the lot information was unknown. Returned sample results: the implant was returned but not in the original package. The implant was measurement and verified to be a hahn tapered implant 5.0 mm x 11.5 mm (70-1154-imp0016) using a radiographic template. The returned implant had no defect or non-conformity and the threads were intact. The internal hex was fine. Bone debris was observed from the implant. Root cause: the root cause cannot be explicitly determined since customer did not indicate the details of failures. Per return part inspection, there was not defect or deformity found from the returned implant.

Manufacturer narrative:
Multiple attempts have been made to gather additional information with regards to the incident. However, we have been unsuccessful in obtaining the patient information, incident date, lot information, and implant/explant date from the reporter. At this time the investigation is still in progress, and continuing efforts are being made to gather all required information. A follow-up report will be submitted once the investigation has been completed or additional information pertinent to this file is received.

Event description:
It was reported that an implant failed.